Event description:
During an ankle procedure, the surgeon started inserting a 4.0 mm screw and the thread separated from the shaft of the screw. The surgeon removed the peeled screw along with the peeled threads and replaced with another screw, in the same place, no pieces were left in the patient. The procedure was completed with no adverse effect to the patient.

Manufacturer narrative:
This information was not provided during the initial report. Additional information has been requested. Subject device was inserted and removed during the same procedure. Synthes is unable to provide the manufacturer, PMA/510k number and/or the date of manufacture as no product was returned and no part/lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided.